Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level. Reportedly, the pump settings needed to be adjusted. Customer is working with a healthcare provider to resolve the issue.